Event description:
This spontaneous report of a non-serious, unlabeled event (broken capillaries) is being submitted as a 10 day report. A female consumer (age unspecified) reported that she received injections of restylane injectable gel (injectable dermal filler) into unspecified sites on an unspecified date approximately two years ago (2005). Concomitant medications and medical history were not reported. Post-injection, the patient developed swelling at the injection sites (injection site swelling), which subsequently resolved. At an unspecified time later, the patient experienced "break-outs" (dermatitis acneiform) as well as broken capillaries (capillary disorder) characterized by redness (implant site erythema) at the injection sites. She also reported "bumps" that appeared to be pockets of restylane (extrusion of device). As of late 2007, the broken capillaries, redness, and bumps persisted. The outcome of "break-outs" was not reported. The restylane lot number and expiration date were not reported.